Event description:
A medtronic rep reported, the site's vertek arm will not lock down. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
No parts or files have been returned to the MFR.